Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where a patient underwent successful deployment of a 48 mm evoque valve under tee and ice guidance. The ttvr procedure was uneventful. On postoperative day 1, the patient developed variable first-degree heart block consistent with the wenckebach phenomenon. Eventually, by postoperative day 3, the patient was noted to have severe symptomatic bradycardia with heart rates in the 30-40s and 2:1 av block without improvement in rates with exertion, concerning for high-grade av block. The patient underwent placement of a dual-chamber pacemaker, which significantly improved her symptoms. To avoid crossing the newly implanted evoque valve, the decision was made to implant leads in ra and cs. The patient was a 59-year-old female with a complicated past medical history and was referred to the clinic for evaluation of massive, symptomatic tr with large coaptation gaps. She continued to experience fatigue, exertional shortness of breath, and pedal edema despite aggressive medical management. Repeat tee showed severe tr with hepatic vein flow reversal. Cardiothoracic surgery deemed her very high risk for redo sternotomy and instead recommended ttvr.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. The complaint for valve interacts with conduction system was unable to be confirmed with due to insufficient images provided for review and assessment of procedural steps. Since serial number was not provided, device history review (DHR) was not able to be performed. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.